Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was unresponsive and became frozen on the load screen. Customer cleared the alarm and insulin delivery was resumed. Customer's blood glucose was 168 mg/dl.